Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant procedure, the setscrew was attached to the wrench tool. The setscrew came out of the header. The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw and an issue with the setscrew.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.